Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to dilate the lesion. During the first inflation, the balloon ruptured at 6 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box. The batch number on the packaging and device matched the reported batch. The balloon was loosely folded. The distal tip was damaged. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to dilate the lesion. During the first inflation, the balloon ruptured at 6 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.